Event description:
Abutment fractured several months after placement. No patient injury.

Manufacturer narrative:
The abutment was not received for evaluation, the investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.

Manufacturer narrative:
Device not yet received for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.